Event description:
As reported via the department of safety, this patient experienced a vascular injury -"vessel was damaged during the procedure. Probable device relation, which was resolved."

Event description:
Customer reported receiving erratic readings of 192 mg/dl, 140 mg/dl, 207 mg/dl and 241 mg/dl from his adc meter. Customer also reported getting hurt because of the meter's readings, but refused to answer any medical survey questions. Customer was very upset at the time of the call. Adc customer service was able to reach customer at one of the follow-up calls, but customer declined to answer any additional questions regarding his reported injury. It is unknown what the nature of customer's reported injury was or if customer received any third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported by the customer were found in meter memory. This is a final report.